Manufacturer narrative:
(B)(4). The sample was returned to the manufacturer. The manufacturer reported: "this complaint has been handled and closed as broken flange based on the complaint description, pictures and inspection of sample. Visual inspection has been performed of provided picture in terms of overall appearance. Picture displays one full syringe with a broken flange. Lot number and number of defective units is in accordance with report. One full syringe in return. Number of units and lot are in accordance with report. The syringe has a broken flange. The batch record has been reviewed and no deviations or anomalies were identified that can be linked to the complaint. No quality issues have been found related to the raw material (syringe) that could explain the complaint. The identified root cause is noted as not determined. No further actions will be taken regarding this complaint at this time. However, the lot will continue to be monitored, and if relevant, further investigation will be initiated." Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that "during a cystoscopy with deflux injection, when the surgeon pushed the product out of the prefilled syringe, the syringe wings broke. Immediate actions: 1. For the patient: removal of the syringe and use of a new one. 2. For the healthcare worker: wound disinfection. Immediate apparent consequences: 1. For the patient: extended operating and anesthesia time. For the professional: workplace accident due to finger injury." Additional information received on december 16, 2025, indicated that "no permanent damage (very superficial wound). Standard deflux needle used. Pediatric patient. No previous medical history reported."

Manufacturer narrative:
(B)(4)

Event description:
It was reported that "during a cystoscopy with deflux injection, when the surgeon pushed the product out of the prefilled syringe, the syringe wings broke. Immediate actions: 1. For the patient: removal of the syringe and use of a new one. 2. For the healthcare worker: wound disinfection. Immediate apparent consequences: 1. For the patient: extended operating and anesthesia time. For the professional: workplace accident due to finger injury." Additional information received on december 16, 2025, indicated that "no permanent damage (very superficial wound). Standard deflux needle used. Pediatric patient. No previous medical history reported."